Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump was received with constant pump error alarm during rewinding due to jammed motor gearbox. Unable to perform functional testings due to pump error. Unit was received with faded serial number label, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a pump error. They did not report anything significant. The customer was unable to complete rewind as when they attempt to do so, the insulin pump alarms the motor error. The customer's blood glucose level was 8.6 mmol/l. They were advised that the insulin pump will have to be replaced. The device will be returned for analysis.